Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left anterior descending (lad) coronary artery when a perforation occurred. A 2.8x16mm graftmaster coronary stent graft system was advanced, but could not be inserted into the dissected section of the vessel, as the vessel was noted to be small. The perforation was ultimately sealed by being injected with thrombin medication. The use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.